Event description:
The customer reported an uncontained bloody leak of 3ml from the rinse block of a coulter lh 500 hematology analyzer while running patient samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/12/2015 and found a leak from the sample port of the diff mix chamber from blood sampling valve (bsv) port 11. He replaced the mix chamber, which fixed the leak. He also found mode to mode matching issues. The fse replaced the bsv actuator, which fixed the problem. The repairs were verified per established service procedures. (B)(4).